Manufacturer narrative:
(B)(4)

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii. It was reported that patient wanted to check if their leads had moved a little bit in their back. The patient stated that their device was for their right foot and leg. They noticed their leg started bothering them on (B)(6) 2016 and that it had been bad. The patient stated that they were in a lot more pain. The patient reported that their device was not stimulating like it was. It was stated that the patient did not realize it was getting cold again; they noticed their foot was getting colder and that their right foot was over 2 degrees colder than their left foot. The patient stated that the bones are probably bad down there. The patient also reported a lump on their back. The patient did not remember doing anything that would have caused them to get a lump again and was wondering if they had pulled the wires. The patient could not meet their health care professional (hcp) to get injections as scheduled on tuesday because they could not drive that far. The patient stated that they needed to get their leg going again otherwise they would end up going to the emergency room. The patient requested that a manufacturer representative met them closer to home. Additional I nformation has been requested regarding cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.